Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 08335 was returned and analyzed. Visual inspection of catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; the catheter was recognized. The catheter passed the electrical integrity test and the performance as per specification. In conclusion, the broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter luer broke when attempting to insert the mapping catheter. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.